Event description:
It was reported that after a meal the user, who recently started using the ilet pump, experienced a blood glucose of 215 mg/dl and was advised to allow the system to deliver its automated correction. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention or hospitalization and resolution was expected through automated pump corrections with instruction to call back if glucose did not decrease. Investigation included review of user report and troubleshooting education guidance. Investigation of this case revealed no evidence of device malfunction and a likely postprandial elevation consistent with early use and automated correction behavior. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.